Event description:
The user facility reported that the patient had an angiogram performed. The femoral artery was then closed with an angio-seal vip device. The patient was sent to recovery and discharged from the hospital. Later that afternoon, the patient was admitted to the emergency department (ed) for leg pain. Upon computed tomography (CT) results, it was found that the common iliac artery was stenosed at the area in which the device had been deployed. This patient was taken to surgery where he received an endarterectomy and embolectomy of said vessel. He made a full recovery and was discharged back home without further complications. Additional information was received on 17 jun 2022: physician had the angiogram and computed tomography (CT) that showed occlusion, and both were from the same day. Additional information was received on 20 jun 2022: angiogram was the only procedure performed for the patient, prior to using the closure device. A 5fr. Procedural sheath size was used. A pre-deployment angiogram was performed. The computed tomography angiography (cta) was performed post approximately 6-7 hours.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the available information, the exact root cause cannot be determined. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).